Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-00572-1 / 00573-1 / 03480-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2) early or late postoperative, infection, and allergic reaction. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00572 & 00573).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent a total right hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2008 due to infection. An irrigation and debridement was completed and the acetabular liner and modular head were replaced during the revision.